Manufacturer narrative:
Additional product codes: lje, gbo. PMA/510(k): k173035. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop biliary drainage catheter for percutaneous transhepatic biliary drainage. The drainage catheter was placed in the morning. In the afternoon, leakage occurred between the catheter and the hub. The catheter was removed and replaced successfully. No other adverse effects were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. (B)(6) in the republic of korea informed cook of an incident involving an ultrathane mac-loc locking loop biliary drainage catheter from an unknown lot number. In the morning of (B)(6) 2021, a drainage catheter was placed in the patient. In the afternoon of the same day, the catheter leaked at the hub. The catheter was replaced with a new device that was completed without any complications. No other adverse effects were reported. A review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control inspections of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. However, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the review of current documentation, cook has concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A global sales shipment report was conducted from (B)(6) 2018 through (B)(6) 2021 for rpn: (B)(4). Cook was unable to narrow down the lot this complaint pertains to. Due to missing information, there is no evidence suggesting nonconforming product from the affected lot exists in house or in the field. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified and corrective actions were implemented. Based on the information provided and due to the manufactured date of the affected lot being unknown, it is possible a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.